Manufacturer narrative:
The reported failure of the internal battery and a cell under-voltage is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation the device's handle o-ring was missing and was replaced. The device's handle, front case and rear enclosure were found to be physically damaged and were replaced. There were no actionable errors obseved in the downloaded event log. The device failed a test step for the internal battery capacity. This test step would not affect therapy as it monitors the charging level of the battery and does not indicate a failure. Additionally, the device failed the significant event log test step indicating an internal battery failure and a battery cell under-voltage service required alarms. These errors indicate a reportable issue. There is no documentation of any components being replaced to address these issues. The device was tested and passed all final testing.